Manufacturer narrative:
Concomitant medical product: product ID: 8780; serial#: (B)(4); implanted: (B)(6) 2020. Product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via a company representative regarding a patient who was currently receiving saline (1 ml/ml) via an implantable pump for intractable spasticity. On (B)(6) 2020, it was reported that the pump was in motor stall following magnetic resonance imaging (MRI). The pump had been stalled for about an hour and a half. At the time of the report, information on pumps and telemetry mode with MRI was reviewed. Continuing to check for motor stall recovery was being considered. The pump logs were checked, and stall had not yet recovered. The issue was not resolved through troubleshooting. It was further noted that they were going to replace the pump on the 30th anyway as the catheter was clogged, and there were just running saline in the pump. Refer also to MFR report # 3004209178-2019-24327 regarding prior catheter event. Additional information was received from a company representative on 2020-oct-16. It was reported that the company representative had read the pump at the MRI facility and relayed the information that the family gave them when they reported it. The company representative was not in contact with the healthcare provider and the patient¿s family could not remember their name. The pump was filled with saline and had been for over a week. The patient was experiencing no symptoms. Therefore, possible withdrawal was not considered to be an issue. The company representative had no information on the status of the catheter, or why (or if) replacement was planned. The company representative was just told that by the family, and they did not know why. The pump had stalled at 2:56 pm, and had not recovered by 4:38. The MRI facility was closing, and the family wanted to go home. In the company representative¿s conversation with the manufacturer¿s technical services, and hearing from the family, further intervention was planned, and it was advised that they should follow up with their hcp as soon as possible. The company representative noted that this was all of the information they had on this case, and that if anyone on their team becomes involved with a revision of this system, they would advise them to update the record. No further patient complications have been reported as a result of this event.